Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a blank screen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse replaced the coiled cord cable which corrected screen going blank when releasing monitor mount for transport mode. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a blank screen. There was no patient involvement, and no adverse event reported.